Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was around friday the patient noticed their recharger was blank/unresponsive and didn't charge when plugged into the desktop charger. The patient verified that the green light was on the desktop charger. The patient said the board inside the desktop charger connector pin was towards the arrow and the board inside the recharger was towards the arrow. The patient didn't notice any damage on the connector pin. Due to the patient being unable to charge their recharger they were unable to charge their implantable neurostimulator (ins) and they said it was depleted and they were unable to have a MRI because they were unable to put their ins in MRI mode. The issue was not resolved. An email was sent to the repair department to replace the desktop charger. Additional information was received from the patient. Pt called back stating he's trying to charge now and cannot. Pt's recharger was too low and pt needs to charge recharger. Pt states its been at least 3 weeks since he last charged ins. Pt was not getting connection with programmer nor the recharger. Pt may be calling back after the recharger is fully charged. Pt directed to health care provider and reviewed possible over-discharge. Pt called back on registe red phone number. Pt clarified it had been several months since the stimulator was charged. Agent reviewed overdischarge and redirected to healthcare provider (hcp). Pt requested to speak with prior agent emily who was not available. Agent agreed to notify emily a bout the pt's request to speak with her. Patient services (pss) contacted patient back and left voice message (vm). Pss advised in vm to contact hcp as well.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: 37761 desktop charger (serial number: (B)(6)) revealed damaged pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.